Event description:
It was reported that during a hepatectomy procedure, it was impossible to reload the cartridge. During the first stapling, the cartridge moved from its initial place. Surgery was prolonged five minutes. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.